Event description:
It was reported that the iab was in use for "intra-operative support." Difficulty was encountered during insertion when the dilator tip "trumpeted" on two attempts. The physician then inserted another introducer sheath but the iab became stuck in the sheath after advancing 3/4 of the way. The iab was removed through the sheath, and a competitor's iab was successfully inserted. There were no patient complications.